Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported he thinks his insulin pump is delivering insulin too fast and pushing the infusion set off his body. He stated that he delivered a bolus for lunch and dinner, but his blood glucose was still high. He felt insulin over the insertion site. Customer's blood glucose was 246 mg/dl. Customer declined troubleshooting because he had done troubleshooting for the product not adhering. He will try different types of insertion site preps. Nothing further reported.